Event description:
It was reported that, "the patient had a bha on (B)(6) 2011. The bipolar cup dislocated from his acetabulum on (B)(6). During the non-invasive reduction, the system one dissociated from the inner head. The surgeon is taking a wait-and-see approach due to the patient condition at this moment."

Manufacturer narrative:
If additional information becomes available then it will be submitted in a supplemental report. The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s.